Event description:
A report was received from the USA with information stating that an 840 ventilator had a ventilator inoperative error. Information received indicated patient involvement. There was no indication of patient harm. Though requested, additional information has not been received. The date of the event was not provided.

Manufacturer narrative:
The customer support engineer (cse) confirmed the vent-inop error. The cse replaced the exhalation valve. The device passed all applicable calibrations, the extended self-test (est), short self-test (sst), electrical safety tests, performance verifications and met manufacturing specifications at the time of service. (B)(4).